Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been added, which was missed in the initial report. The missed information has been provided in section h6 health effect - clinical code 2418 under with this report.

Manufacturer narrative:
The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08715 inches. However, the pump had a high sleep current measurement. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No unexpected sensor errors or anomalies were noted during testing. The pump properly paired with test accu-chek guide link bg meter. The pump communicated properly and recorded the 96 mg/dl test value properly from test accu-chek guide link bg meter. No pump/bg meter communication anomaly noted. Please see below for the date range listed in the formatted history file. The formatted history file lists data from 07/19/2023 to 12/27/2023. There was no data available to verify unexpected alarms/suspends and bolus/basal delivery for the event dates of 18-feb-2023 and 11-jun-2023. There was no data available to verify unexpected pump errors/alarms 1 week prior to the event dates of 18-feb-2023 and 11-jun-2023 in the formatted history file. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts noted during testing. There was no data available to verify power error 25 alarm, low battery alert, power loss alarm and replace battery alert/replace battery now alarm in the formatted history file for the event date 11-jun-2023. The pump was cut open to perform visual inspection and found slight corrosion on the pcba 1, pcba 2 and vibrator assembly noted. No corrosion or moisture damage found on the force sensor and motor assembly noted. ¿ the original pcba 2 was cleaned, installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the sleep current measurement. The original pcba 1 was cleaned, installed in a test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the sleep current measurement. The original pcba 1 was installed in the original pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the sleep current measurement. The pump had a high sleep current measurement (unexpected battery power loss) due to slight corrosion on the pcba 1 and pcba 2. Force sensor zero offset within specification (23.7 mv). The motor was tested outside of the device on the ngp stb3 and passed. The pump was received with the original battery cap. No missing/cracked/damaged battery cap/battery cap contact noted during visual inspection. The pump was received without a battery installed. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Battery cap contact missing/damaged was not confirmed. Unable to verify customer alleged for high bgs, sensor glucose/blood glucose (sg/bg) anomaly and low bgs. The force sensor is within specification and the motor functioning properly. However, a high sleep current measurement (unexpected battery power loss) was confirmed due to slight corrosion on the pcba 1 and pcba 2. During visual inspection, slight corrosion was also found on the vibrator assembly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value of 40 mg/dl at the time of the event. The customer also experienced hyperglycemia. The customer was admitted to the hospital and treated with glucagon. The customer also reported the difference between sg and bg was not within the target range and insulin delivery was not suspended and blood at site. The current blood glucose value was unknown. The customer reported no symptoms related to their high and low blood glucose. Troubleshooting was performed and found that the auto mode feature was active at the time of the event. The customer was using the insulin pump system within 48 hours of the reported high and low blood glucose event. The customer will continue the use of the insulin pump and will not be returned for analysis.